Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving in baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity and multiple sclerosis. The hcp inquired about titrating baclofen dose down due to infection. The hcp stated that pump was refilled in the last week or 2 and patient started having symptoms after. The hcp stated that the patient was experiencing multi-organ failure. The hcp stated that pump was going to be removed possibly as soon as monday. The issue was not resolved through troubleshooting.